Manufacturer narrative:
No product samples or videos were returned for evaluation. An image was returned which shows a microclave and an indicating arrow pointing towards the seal. No leakage, damage, or other anomalies are evident at the indicated area. No other anomalies are evident from the information provided. The lot history was reviewed and no nonconformities were found which would have contributed to the reported complaint. The complaint cannot be confirmed. The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a ls primary plum set 15 mcrn that leaked at the injection port during patient infusion of intravenous chemotherapy, 5-fu (fluorouracil). It was reported: "the nurse claimed that the chemo infusion was expected to last for 22 hours at the rate of 2x ml/hr and on the 5th-6th hour at 3am that night, the patient had an issue of wanting to vomit, so the nurse injected an anti-vomit drug to the patient. In 30min after injection, the issue of the leakage happened. At the time, the blood pressure of the patient is around 14x-15x mmhg and there was some blood backflowing into the infusion tube to the level a bit higher than the y-port. And there is some liquid (blood mixed in chemo drug) leaking at the y-port." The patient noticed that there were droppings of liquid from the y-port. When the nurse approached, it was found that approximately 2-3 ml of 5-fu stayed on patient's skin. The patient was instructed to wash his hands thoroughly by chlorohexidine-based soap and advised to have shower. All patient¿s bed linens were changed. The nurse removed the infusion set by using full set of ppe, so there was no direct contact by nurses. Chemotherapy treatment was suspended immediately. A total of 130 ml of 5-fu was given. The following day, the patient refused to continue chemotherapy and hence discharged. There was patient involvement, but there was no harm reported as a consequence of this event.